Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient kept urinating and have not stopped urinating and it was getting worse. Patient used 30 pads and all night long she was getting up every two hours and even though she increased stimulation, it did not do anything. Patient stated that her nerves were totally gone and clarified that it meant she was anxious because they have not been able to sleep in three days and clarified that maybe she slept once. Patient reported that if they go higher than 0.9v, it was painful in the buttock. Troubleshooting included increasing stimulation to 1.1v and patient stated it was terrible and it was decreased to 1.0v and patient stated it did not feel bad and that they could probably sleep with it. Patient was switched to program 4 and patient reported the vibration felt terrible after syncing to program 4 but then decreased stimulation to 1.1v and reported that it felt good. Additional information was received on (B)(6) 2017. It was reported that a change of medicine, a possible urinary tract infection, and the device being on program 3 at 0.8 all were all circumstances that could have led to their leakage and frequency. It was noted that since changing to program 4 at 1.2, they were voiding 4 times per day, about 300-400 cc, and getting up once per night, though their urgency continued. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.